Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, white residues on air water channel and auxiliary channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope had no image due to plug damage. The most probable causes of the complaint are cause traced to component failure (no image) and cause not established (white residues on air water channel and auxiliary channel.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that in the subject device the image was grainy. The issue occurred during setup and had no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.